Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display and constant tone. Problem isolated to the motherboard. Unit had cracked battery tube threads and scratched screen.

Event description:
The customer reported that his insulin pump started making a constant tone and did not stop while eating his dinner. The customer removed and reinserted the same battery, but the tone continued. The blood glucose reading was 155mg/dl. Advised the caller to discontinue the use of the device and reverted to back up plan. No further information was provided.